Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 577 mg/dl, and it rose to the 600 mg/dl range by the time the customer was hospitalized. The customer stated that she remained in the hospital for 3 days. She stated that one of her 5 dogs got his paw caught in the infusion set tubing and pulled it just enough to where her body was not absorbing insulin but not enough for her to notice that it had been pulled out. She stated that, while in the hospital, she was treated out of diabetic ketoacidosis but went back into diabetic ketoacidosis because she was not being treated with enough insulin. She stated that her blood glucose levels were being tested every 2 hours instead of counting her carbohydrate intake. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.